Manufacturer narrative:
Event problem and evaluation codes: (B)(4). Method code(s): (evaluation method): device work order search. Results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) (evaluation conclusion): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-1 aq2017v 24.50 diopter preloaded injector. Prior to implantation, when advancing the lens in the injector, it was tough to push the lens. The plunger passed below the lens. The posterior loop was damaged. Lens was not implanted and there were no adverse events reported.